Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, a bearing defect was revealed. This was attributed to faulty care and maintenance. Investigation was performed and the device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
The sagittal saw attachment for trauma recon system was returned for repair because the coupling got stuck and the device overheated. This is report 1 of 1 for complaint #(B)(4).